Event description:
Caller reported error with continuous glucose monitor indicating cgm error 42. Blood glucose level was not adversely affected. Technical support provided pump reset guidance, and caller successfully resolved the error by starting a new sensor session.